Event description:
It was reported that during a right anterior division of the internal iliac artery (cesarian section), balloon inflation difficulties occurred. Two 5x65mm occlusion balloons were positioned in the anterior division of the internal iliac arteries . The balloons were inflated with 0.4ml of liquid. After 20 minutes, the physician noticed that the occlusion balloon on the right side had started to deflate. It was reinflated with another 0.3-0.4 mls of liquid. The patient continued to bleed from the right uterine artery. The artery was embolized with gelfoam slurry, which controlled the blood loss. The patient condition is reported as "stable."

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Directions for use (dfu) state: when inflating the balloon, always inflate slowly. Fluoroscopic monitoring of the balloon during inflation is recommended. Caution: if loss of pressure within the balloon occurs during inflation or if balloon ruptures, immediately discontinue the procedure. Deflate the balloon. Do not re-inflate and remove carefully.